Event description:
Pt was receiving dopamine on an as50 pump, and became hypotensive. When the pump and syringe were changed (both at the same time), no further problems occurred. The nurse was unsure if the problem they experienced was due to the syringe or the pump.